Event description:
A peritoneal dialysis (pd) nurse reported a pt was found deceased while connected to the cycler. (B)(4).

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the pt's death. The post market clinical department has requested pt medical records and a plant investigation will be performed. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related MDR: 8030665-2014-00512 and 1713747-2014-99923.